Event description:
The customer reported that they continued to get an error code and exceeded 1000 ohms. The generator kept shutting down. They completed this procedure with another generator and the pt is reported to be fine.

Manufacturer narrative:
(B)(4). (B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.